Event description:
It was reported in a journal publication that eighty three patients underwent radiofrequency ablation for treatment of barrett¿s esophagus. Per the article when examined with endoscopy, one of those patients stenosis post circumferential ablation therapy. The stenosis was resolved with dilation. No further complications were reported.

Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).